Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6)2023 after a successful trial phase with nalu. The patient had reported good pain relief during the trial and then reported less efficacy with the permanent system. There was no evidence of any system or component failure or migration. Physician reported that the placement of the lead was not optimal to achieve the desired coverage. On (B)(6)2024 a surgical procedure was performed to reposition the existing lead on the right side only to place the lead more medial and achieve better pain relief coverage for the patient. No components were removed or introduced during the procedure and all original implanted components remain in place and in use.

Manufacturer narrative:
The lack of pain relief was noted immediately upon activating the permanent nalu system. The implanting physician verbalized that the original placement of the implanted lead was not optimal. There is no indication of any device failure or malfunction. Repositioning was done due to malposition of the implanted components.